Event description:
Information was received from a healthcare provider (hcp) on (B)(6) 2017 regarding a patient receiving unknown baclofen (500mcg/ml at 99.9mcg/day) via an implanted infusion pump. The indications for use included intractable spasticity and multiple sclerosis. It was reported that on (B)(6) 2017, the patient was in for a routine refill where only the reservoir volume was updated from 1.9ml to 20ml. The hcp reported that the update appeared to be normal with telemetry in progress, and the update messages were observed. The hcp reportedly selected "ok" when telemetry was complete. When the hcp went to print out the session data report, he noticed that he had turned off the programmer. Upon power-up, he was unable to find the session report for the pump update so the pump was re-interrogated and the following messages were received: "pump memory error," "pump and catheter data invalid," "drug infusion data invalid," and "patient information data invalid." The pump was interrogated with a second programmer and the same error messages were received. The pump was re-interrogated, and all data was entered in. When the hcp started to update the pump, a clock would appear on the programmer screen with the "hand" rotating from 12, 3, 6, 9, etc. The programmer displayed this screen for approximately 30 seconds (it was noted that this screen might have displayed for up to 2 minutes, but it was later clarified that the screen displayed for >30 seconds). The programmer would then display "pme occurred, telemetry cancelled." This scenario was repeated with several update attempts, and it was confirmed that the update would begin but almost immediately it would stop and show the error message. A therapy stop was done, critical/non-critical alarm tests were done, and the hcp was able to obtain pump logs and create a print report. The pump could not be reprogrammed or updated. No patient symptoms were reported, the hcp was to cover the patient with oral baclofen to prevent underdose or withdrawal symptoms. It was noted that the elective replacement indicator (eri) was approximately 20 months, so the hcp may just replace the pump. No further complications were reported or anticipated. Additional information was received from a manufacturer representative on (B)(6) 2017. It was reported that the pump was replaced on (B)(6) 2017. Baclofen dilution was discussed, and it was confirmed that the new pump was filled with 1000mcg/ml programmed to deliver 100mcg/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The previously applied conclusion code regarding the pump is no longer applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
A company representative reported that the implanting surgeon changed the drug concentration from 500 mcg/ml to 1000 mcg/ml so the patient didn¿t have to come as frequently for a refill. Additional information was later received via a healthcare provider (hcp) on (B)(6) 2017. The serial number of the two clinician programmers and two software cards involved in the event were requested; however, were not specified by the hcp. Instead, the serial number of the replacement pump implanted on (B)(6) 2017 was however indicated as being (B)(4). It was indicated that the cause of the pump update issues was unknown. The explanted pump was sent to the manufacturer. The patient¿s weight at the time of the event was provided.

Manufacturer narrative:
Analysis identified an pump update issue; however, the root cause could not be determined. The pump was unable to updated using an 8840 clinician programmer during testing. If information is provided in the future, a supplemental report will be issued.